Manufacturer narrative:
Due to character limitation in e1, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs100 intra-aortic balloon pump (iabp) had blood from the ECMO machine splashed onto cs100. No one was injured or killed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found blood splashed onto the safety disk side and almost every connection point. After cleaning the machine, the safety disk attached to the machine that was found to be contaminated with blood, and the safety disk from the defective machine ((B)(6)) was tested and found to be normal. The safety disk from machine sn: (B)(6) was discarded, so the safety disk from the machine sn: (B)(6) replaced it. The function of the machine was checked and is operating normally. Electrical safety test performed. All values are within normal limits. The machine is ready for use.

Event description:
N/a.